Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported an electronic error was displayed on the infusion device and the patient was "in a coma" and had high blood glucose. Emergency was called and the patient was treated with unknown medication. The patient refused to be admitted to the hospital.